Event description:
Revision surgery - failure of the reverse shoulder prosthesis baseplate due to the previous surgery case only using one small locking screw; causing it to shear off.

Manufacturer narrative:
The reason for the revision surgery was the failure of the reverse shoulder prosthesis (rsp) baseplate. The implant was in the patient for 8 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for this event is most likely due to the improper fixation of the baseplate during the primary surgery; using a single bone screw in place of four screws for secure fix. Several factors not related to the implant can play a role in baseplate failure such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma.